Event description:
Arterial po2 values were initial in the 250s mmhg range during bypass. They dropped to 80 mmhg during the rewarming phase of bypass. The perfusionist increase the sweep gas oxygen concentration to 100% and the po2 values increased to 130 mmhg. The oxygenator was used to complete the bypass procedure. There was no pt injury. No medical intervention was required.